Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer has contacted baxter corporate product surveillance to report an interlink continu-flo set which had 3 slits in the tubing. The package was intact when open. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample and batch number were not available. No conclusion can be drawn from the investigation. A root cause was not determined.